Event description:
This lead was capped because during the implant the pt's subclavian artery was cut. After 2 hours the system was implanted and the pocket was closed. Later the same day, the physician went back in to do a subclavian artery bypass graph because there was no blood flow to the pts arm and it was turning blue. At the same time the physician chose to remove the pacemaker and cap the leads. The hospital retained this device. Should additional information be received, this file will be updated.